Event description:
Customer reported he was giving himself an correction bolus when the screen went blank. Customer's blood glucose level is 75 mg/dl. He changed the battery this morning. Earlier he got a no delivery alarm when he was changing his infusion set. There are no issues with the battery cap. The device shows no physical damage. It was not bumped, dropped, or exposed to moisture. Customer is using duracell batteries. He reported the springs in the battery compartment are corroded. A replacement battery cap was shipped. He was advised to insert a new battery. If the display does not return, he was advised to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.